Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and confirmed the green port of the cassette body cracked. The crack appeared to have started on the surface edge of the port and propagated inward to the cassette body. This observed issue would have resulted in the customer's experience. The observed embrittlement on the port areas with fracture lines is consistent with some type of environmental stress cracking. We attempted to replicate the crack by hammering with a pin into the port but it did not fail in a brittle manner. The root cause of the customer's complaint is potentially related to environmental stress cracking which would not have originated from the manufacturing process. After an investigation of this complaint, it has determined that no further actions will be pursued at this time as the root cause is not known. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that water was leaked from the cassette before vitrectomy surgery. The surgery was completed after replacing the product with new one. There was no patient harm.